Event description:
A bipap pro biflex device was returned to a third-party service enter for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed a blower foam degradation. Additionally, the service technician noted dust contamination and error codes displayed in the service log. The device was scrapped by the service center after the evaluation was completed.